Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the german market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069073.

Event description:
The event occurred in germany during treatment. It was reported that there was a noise in the centrifugal pump of the hls set. There was no flow interruption, no coagulation disorder or hämolysis. The hls set was replaced and the fault was solved, therefore the cardiohelp can be excluded as the fault. No harm to any person has been reported. New information was received on 2026-02-17 from the customer. It was confirmed that the hls set was seated correctly and even after hardware device replacement the noise remained. Directly after priming there was no noise. There were no visible damages on the hls set. Following patient data was shared: 55-year-old male with 85kg connected awake to the ECMO device in vv-mode. The set was primed less than 24 hours before connected to the patient. The noise occurred on treatment day two. As the hls set was replaced during treatment, a report is required. Complaint ID (B)(4) .

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
New information was received on 2026-02-17 from the customer. It was confirmed that the hls set was seated correctly and even after hardware device replacement the noise remained. Directly after priming there was no noise. There were no visible damages on the hls set. Following patient data was shared: 55 year old male with 85kg connected awake to the ECMO device in vv-mode. The set was primed less than 24 hours before connected to the patient. The noise occurred on treatment day two. On 2026-02-18 the customer corrected his answer and stated that the noise occurred directly after the treatment was started. A follow-up medwatch will be submitted when additional information becomes available.